Manufacturer narrative:
Customer report was confirmed. Oneflotrac - vamp adult kit was received for evaluation . Tubing was found broken off from uv bond joint with vamp reservoir. Rough surfaces were observed at broken tubing ends. Tubing was bent near the site of damage. No ncr related to the lot number.

Event description:
It was reported that the device was explanted after an implant duration of approximately 255.7 months, due to unknown reasons. No further details were provided.

Event description:
Reportedly, the tubing which attaches to the patient near the vamp broke away from the vamp. No patient injury was reported.